Event description:
It was reported that prior to the procedure, during device preparation involving a 3.0x23 rx xience v stent system and a 3.5x12 rx xience v stent system, the technician was rough during preparation and the physician noted that the stent was dislodged prior to loading the stent system on the guide wire. The device was not used and there was no patient involvement. For the other device, the physician was manipulating the device and the tip separated. It is unknown which device is the stent dislodgement and which is the tip separation. During the procedure in an unspecified vessel via femoral access, a 2.50x15 rx trek dilatation catheter was advanced without resistance to the target site. An attempt was made to inflate the balloon; however, the balloon did not inflate. The device was removed from the anatomy and an attempt was made to inflate the balloon on the table at the highest possible pressure, but the balloon did not inflate. A new trek balloon was used successfully. There was no adverse patient effect or clinically significant delay due to the device issues. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience v 3.0 x 23 mm and rx xience v 3.5 x 12 mm referenced are being filed under separate manufacturer report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.